Manufacturer narrative:
(B)(4). It was reported that the patient continued to present hypereosinophilia and have an increase of eosinophils in the dialysate. Additionally, the patient continued to present with cloudy effluent almost every day, occurring often with the first drain of the day. It was also reported that the patient remained asymptomatic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. At the time of this report, it was reported that the patient was not recovered from the peritonitis event. Pd therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, cloudy effluent was reported after the nightly exchange. At the time of this report, the patient's peritoneal dialysis protocol was not changed and was still performing the therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.